Event description:
It was reported that the lead was capped and replaced due to oversensing.

Event description:
New information received states that oversensing of noise resulting in pauses in pacing were observed prior to lead being capped.

Manufacturer narrative:
.